Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and ok keypad buttons were sticking and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad symbols were worn but the keypad rubber was intact. The ok keypad button was intermittently unresponsive and the contrast, up and down responded appropriately. Evaluation revealed that the contamination was found under all key contacts and the up and down arrow keys were found to be misaligned. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.